Event description:
It was reported via repair work order that the brakes would not hold properly due to a broken brake pin tube guide and retaining ring. It was also reported that the IV pole moves in unintended direction due to a loose retaining bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.